Manufacturer narrative:
A ge service rep performed an on site investigation. The casters were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the steering was difficult to turn. There is no report of a pt injury or death.